Event description:
Customer reported receiving a battery icon on her locked freestyle flash meter. The device has been investigated and confirmed to exhibit the memory overwrite malfunction.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked. Errors 0300, 0015 and 0806 were found in error log indicating battery droop. Calibration parameters were within spec. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the famay2006 letter.